Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system has a history of exercising with high intensity weight training. After a specific workout where a heavy weight onto the chest was dropped and the patient express concern about potential damage to the electrode. An x-ray was performed and it was noted that the electrode was moved out of optimal positioning. Subsequently a revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.